Event description:
It was reported that the patient had his lead, extension and implantable pulse generator (ipg) explanted due to infection. The reporter stated that there was no injury to the patient.

Manufacturer narrative:
Concomitant products: product ID 3389-40, lot# j0357358v, implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type lead; product ID 748251; serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient. (B)(4).